Manufacturer narrative:
The technician tightened the loose latch screws and straightened the bent latch cover to repair the bed.

Event description:
Info received indicates the left lower siderail will not latch.